Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving a transcatheter aortic valve evfxplus-29 in a patient with severe aortic valve regurgitation and limited valve calcification, the valve was deployed and recaptured four times. The reason for the recaptures was dislodgement. The dislodgements were associated with poor anchoring due to the limited valve calcification. Per the physician, there was a high risk of valve migration if full deployment was attempted. Following the final recapture, the device was withdrawn from the patient. The procedure was aborted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving a transcatheter aortic valve evfxplus-29 in a patient with severe aortic valve regurgitation and limited valve calcification, the valve was deployed and recaptured four times. The reason for the recaptures was dislodgement. The dislodgements were associated with poor anchoring due to the limited valve calcification. Per the physician, there was a high risk of valve migration if full deployment was attempted. Following the final recapture, the device was withdrawn from the patient. The procedure was aborted. No patient complications have been reported as a result of this event. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The direction of the dislodgement was aortic. A medtronic (confida) guidewire was used for the procedure.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.